Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: I just wanted to report that my coworker and I had experience with a faulty introcan safety 3 closed IV catheter. 20 gauge, 1 ¼ inch needle. Reference number (B)(4). Exp date 10-01-2028. Lot number 23l10g8371. It was not a closed system or if it was, it wasn't an effective one. As I pulled the needle out, blood poured out, which my coworker and I were not prepared for. Customer reported on 20feb2025 that there was no patient harm and that the device is not available for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.